Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 350cc saline prosthesis, catalog# 3542655, lot# 250498, serial # (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with a mentor siltex round moderate profile 350cc saline prosthesis on (B)(6) 2003. Deflation of the prosthesis was diagnosed through a physical examination on (B)(6) 2018. As a result, bilateral prothesis replacement was performed on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) of lot number 201319s was reviewed on 7/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned device was completed by the failure analysis lab on 7/21/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor siltex round moderate profile 350cc saline prosthesis on (B)(6) 2003. Deflation of the prosthesis was diagnosed through a physical examination on (B)(6) 2018. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. White and yellow material was observed on the shell surface. During examination, the product evaluation team observed a rent measuring approximately 3.6 cm on the anterior aspect, extending to the posterior aspect. No other anomalies were found. The complaint was confirmed since a rent was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/05/2018, mentor received additional information that the patient replaced the explanted device with a mentor memorygel breast implant 405cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4).